Event description:
Customer reported a pt was on a morphine pca and the pt was found unresponsive. In the rush of caring for the pt, and the hand off from one unit to another, no one seems to know who cleared the pca and spo2 history and the documentation does not appear to match the pt condition, as it has pt administering a dose when she was likely unable to do so. Customer will send device in and wants event log review for pca and spo2 from (B)(6) 2012 at 1300 to (B)(6) 2012 around 0200, when history was cleared. Post-operatively, the pt was on morphine pca 2 mg/10 minutes on demand and 2 mg basal rate on (B)(6) 2012 at 1300 to (B)(6) 2012 around 0100. Pt was found unresponsive around 0100 on (B)(6) 2012 and coded. Pt was transferred to ICU after the code and died on (B)(6) 2012. They do not believe there was any pca malfunction that would have contributed to the death. Customer reported pt was on other oral pain medications that may have led to the unresponsiveness. There is no cause of death at this time, pending autopsy. Customer states that no further pt/event info is available.

Manufacturer narrative:
(B)(4). Although requested, logs/device have not been received. A follow-up report will be submitted with failure investigation results should the logs/device be received for eval.